Manufacturer narrative:
The device is not available for investigation. The device logs have been provided by the customer, but the log review is not yet complete.

Event description:
The incident involved a plum 360 infusion pump. The customer stated that the pump was infusing norepinephrine at 22mcg/min at start of shift (7 am). The nurse changed the rate to 21mcg/min at ~8:30 am and noticed that the rate automatically changed on the pump to 19mcg/min at 9:37 am. The event occurred during infusion without alarming and notifying the bedside nurse. There was a patient involved but there was unknown harm.

Manufacturer narrative:
During communication related to the investigation, the customer noted the following: ¿we experienced an unscheduled iaware downtime this morning, 1/26/23 @ 4am. Iaware was confirmed to be back online by 1/26/23@ 12:00. Once downtime ended, several of our ICU medical smart pumps automatically changed rates of medications currently infusing without any notice to the bedside rn. We believe the rates may have automatically reverted to the rate running right before downtime.¿. A review of the device 12-month service history was performed, and no similar event was indicated. ICU engineering was provided a copy of the pump logs and mednet event/alarm log (eal) report for the pump covering the incident time on (and around) jan 26. Engineering observes that, assuming there is an offset of about 5 hours between the pump log times and the customer¿s reported (likely wall clock) times, then the 03:07:13 am titration to 21 mcg/min and subsequent 04:48:48 am titration to 19 mcg/kg/min would be roughly consistent with the customer¿s complaint report (rn titrating to 21 @ 08:30 and observing @ 09:37 that the dose was 19 mcg/min). Engineering further observes that, while the pump clinical and diagnostic logs provide the above detail findings, the mednet event/alarm log (eal) report had no events listed from 03:07 am to 11:40 am on jan 26. Engineering also notes this is roughly coincident with the customer reported iaware down time. Engineering evaluates this data drop out in the eal is a result of messages not sent to mednet during the iaware down time. This is not attributable to either the pump or to mednet. Engineering evaluates that reported facts (of dose being changed to 21 and later observed changed to 19 mcg/kg/min) are consistent with the logged data, assuming a roughly 5 hour offset between the reported times and the pump clock times. Based on that assumption, the complaint is confirmed. The probable cause is direct user action, programming the observed titration, via the pump keypad, to 19 mcg/min at 04:48:48 am (pump time = 09:48:48 am wall clock time). The pump performed accurately and correctly per design in all observed instances.

Manufacturer narrative:
Service was unable to duplicate the customer¿s complaint through physical testing of the device. Device passed self-test with no error alarms. Device passed performance verification testing (pvt) testing. Programmed device to run a protocol of rate = 250, vtbi of 6000 ml for a duration of 24 hours programmed concurrently on both line a and line b, to see if the device independently switches rate. Device passed protocol without switching the rate. Probable cause for the customer¿s complaint is user action. The device is working correctly and found no issues. Updated information in d9 and h3 d9: date returned to manufacturer (B)(6) 2023.